Manufacturer narrative:
(B)(4). Product will not return for evaluation. Most likely underlying root cause of malfunction: user had high glucose value. Manufacturer contacted customer to ensure meter is not displaying hi; customer reported staying away from sugary beverage and he could feel and notice the difference; he stated meter is working fine and replacement is not necessary; customer ordered control solution .

Event description:
Customer complains of hi results (more than 600mg/dl). Customer states that she feels dizzy, frequent urination and thirsty. Customer was advised to seek medical attention immediately, but he stated that he will monitor it overnight as he admitted to drinking sugary drinks all day today. The customer's expected blood result is 100-110mg/dl fasting. Verified the strips expire 6/30/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained hi and hi. Reviewed meter memory. Customers concern: concern with hi on (B)(6) 2016 10:13:00 pm. Customer called in with hi reading wanting to order control to test the system. He stated he was a newly diagnosed diabetic and was not sure about his expected blood sugar levels and where they should be (maybe 100-110 mg/dl-fasting).